Manufacturer narrative:
Aso evaluated returned samples as well as retained samples of the same lot number. In addition, aso reviewed records of biocompatibility tests.

Event description:
Consumer reported that nasal dilator gave her a straight black mark across her nose after 10 - 15 minutes of use.